Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient underwent a lateral sinus elevation on (B)(6) 2016, during which bone grafting material was implanted. Subsequently, the bone graft was removed on (B)(6) 2016 due to infection in the gums and sinus, pain, inflammation, numbness and delayed healing.